Manufacturer narrative:
Device not available for return, presummably remains implanted in the deceased. Review of device history record shows device was built per specifications.

Event description:
While entering device implant information, it was necessary to verify the patient's last name. In an internet look-up, it was learned the patient had passed away on (B)(6) 2016. The hospital was contacted to find out cause of death. The original surgery on (B)(6) 2016 was for repair of a pseudo-aneurism. During the surgery, the aneurism ruptured. Upon entering the chest, the patient needed to be maintained by ECMO (extracorporeal membrane oxygenation) and could not be weaned from the bypass. This care needed a lot of staff around the clock and the implanting location could not continue to provide it because it is a smaller hospital. The patient was transferred to a larger (B)(6) facility in (B)(6) on (B)(6) 2016, where the patient passed away on saturday (B)(6) 2016. Attempts were made to get information as to cause of death, with no success as (B)(6) law has barriers that interfered with getting this information. This is being reported in the event it is actually reportable, and not due to complications of the surgery not directly related to the device.